Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3889-28, lot# v514033, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. The etiology was new illness/injury. The patient experienced burning with urination and was given bactrim. The event resolved without sequelae on (B)(6) 2012.